Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction on intellivue patient monitor (mx700). It is not known if there was an audible tone present. The device was not used for patient monitoring at the time of the alleged malfunction.